Manufacturer narrative:
G4:14apr2021. B4:14apr2021. The device was not in clinical use at the time of the event. There was no report of patient involvement or user harm. The error log revealed that the reported alarm occurred. Philips has not been authorized to repair the unit, the customer declined service repair of this device at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
It was reported to philips that the device had a pressure sensor failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.